Manufacturer narrative:
A customer quality evaluation was performed for the subject device background: three screws were reported with the complaint category of ¿broken (2+ pieces) postoperatively : rm.¿ however, the devices were not returned for investigation; only x-rays were provided. Upon completion of the investigation requirement action (B)(4), the probable product family was identified as 02.211.0xx per given concomitant plate and provided x-rays. Device condition: the provided images shows the concomitant plate with nine (9) screws. The three (3) most medial screws were each noted to be broken. The two (2) most medial screws appear broken at the base of the screw head and the third screw appears broken in the threaded shaft. Based on the provided images, the complaint condition is confirmed and consistent with the reported condition. Replication of this complaint condition is not applicable as the devices are already broken and were not received. Lot number review: a DHR review could not be performed as the lot numbers are unknown. Drawing review: based on the probable part family, the following drawing was reviewed; during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. As the physical devices were not received, dimensional or material testing could not be completed. No definitive root cause was able to be determined as circumstances surrounding the event and over the implant duration are unknown and the devices were not available for inspection. Conclusion: a visual inspection via the provided x-rays, drawing review, and complaint history review were performed as part of this investigation. The complaint condition is confirmed as the provided images display three broken screws on the medial end of the plate. From the provided information, no design or manufacturing issue was identified. No new malfunctions were observed during the course of this investigation. The risk assessment was found to adequately address the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not provided for reporting. This report is for an unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Not explanted. Unknown if devices/screws will be returned. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The patient experienced pain post-operatively and a broke screw was identified. The patient requires revision surgery. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2017 to treat a clavicle injury and received synthes hardware. The patient was implanted with 2.7 mm/3.5 mm variable angle (va) locking compression plate (lcp) anterior clavicle plate (7-hole) quantity x 1, 2.7 x 18mm va locking screws quantity x 3, 3.5 x 14mm cortex screws quantity x 2, 3.5 x16 mm cortex screw quantity x 2, 2.7 x 16 mm locking screw quantity x 1 and, 3.7 x 20mm cortex screw quantity x 1. A bone graft from the patient¿s hip was also performed. Post-operatively, the patient had physical therapy and she wore a sling on her left arm for 6 weeks. The patient had an x-ray taken (B)(6) 2017, results are unknown. Approximately 2 months post-operative on an unknown date, the patient had shooting pain in her left collar bone that extended to her left shoulder. On an unknown date the patient was seen by the treating surgeon for pain management and received injections that did not relief her discomfort. On an unknown date the patient was seen by the treating surgeon for continued pain. The patient had an x-ray taken on (B)(6) 2018 that confirmed some screws were broken. The patient discussed the x-ray results with the treating surgeon and he recommends delaying the revision until there is more bone growth in the area. The patient plans to get a second opinion for her surgery. The patient is concerned that the anterior clavicle plate was implanted in a superior position. Also, she reported that the lateral extension is screwed into the bone closest to her spine and it should have been screwed into her shoulder. The patient reported that the screws in the lateral extension are the devices that are broken. The patient currently wears a sling on her left arm. She reports being in chronic pain and takes hydrocodone for pain management. Concomitant devices : part number 02.112.045, unknown lot number (2.7 mm/3.5 mm variable angle (va) locking compression plate (lcp) anterior clavicle plate), quantity :1. This complaint involves (3) unknown screws. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). 510k: this report is for three (3) unknown 2.7mm va locking screw, partial part 02.211.0xx, lengths vary from 16-32mm/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.